Manufacturer narrative:
The tech spoke with the charge nurse who stated the nursing staff alleged the bed moved on its own. There was a pt in the bed; there was an rn on each side of the bed. The staff lowered the intermediate side rails down. The nurses stated that the head of bed automatically rose to ninety degrees on the bed when the head rose and that this movement occurred twice in a five minute timeframe. The tech inspected the bed and noticed that the hand control pendant was hanging on the strain relief bar. When the tech lowered the intermediate side rail contacted the hand control pendant, contacting the buttons on the pendant. No repair was needed the issue was user error for storing the hand pendant in the wrong location. Based on this info, no further action is required.

Event description:
The tech reported that he found the bed tagged with a note alleging the unit had moved unintentionally. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. (B)(4).